Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that shaft break and tip detachment occurred. An 8mm x 3.25mm nc quantum apex balloon catheter was introduced. However, upon entering the guide catheter, the shaft fractured and the tip of the device detached. The device did not enter the patient's body and the procedure was completed with another of the same device. No patient complications were reported.